Event description:
A circulating nurse placed shoe covers on shoes in the morning to prepare for a day in the or, operating room. Approximately 20 minutes later, while in the or preparing a room for a case, the nurse took a step and slid and fell on the floor using the right hand as a brace. The nurse sustained a fracture to the right wrist and required casting. Additional follow-up reveals: the shoe covers were placed on the shoes properly. The floor was not wet. This is believed to be an accident.